Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the t-handle and awl/canal finder will not come apart. The hospital has sent it down to bio-med and it still won't come apart. The handle was almost brand new and every time it was used it didn't click in properly." The product was not returned to depuy synthes, however photo was provided for review. The photo investigation revealed that 853965, p.f.c. T-handle device provided evidence was not sufficient to confirm the reported event. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 853965, p.f.c. T-handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
The t-handle and awl/canal finder will not come apart. The hospital has sent it down to bio-med and it still won't come apart. The handle was almost brand new and every time it was used it didn't click in properly. No patient involvement.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.